Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient had not been able tobolus since (B)(6) 2020 due to an 8286 error code (indicative of a critical empty reservoir) on their personal therapy management programmer (ptm). The patient reported that they had recently had a dye scan done, but they were not due to see their hcp for a couple of months. No symptoms were reported. No further complications were reported.